Event description:
On the back table prior to insertion into the patient, the fellow noticed that the neuron delivery catheter 070 was "flattened" in two places (the distal tip and approximately 20 cm from the distal end.) A second neuron 070 was opened and a similar "flattening" was noticed approximately 20 cm from the distal end. This MDR is associated with MDR 3005168196-2012-00112.

Manufacturer narrative:
Device investigation: results code: there is an ovalization 20 cm from the distal tip. A 0.070" mandrel was introduced into the hub and advanced distally. The mandrel moved easily until it reached the ovalization where forward motion stopped. The distal tip of the catheter was introduced into an example packaging tube and advanced. The catheter slowed as the edges of the ovalization rubbed against the sides of the packaging tube creating noticeable resistance to movement. The catheter is non-functional. Conclusion code: the ovalizations noted in the complaint were confirmed. However, the catheters are packaged inside packaging tubes with shipping mandrels inside the distal tips to protect the devices. The damage seen likely occurred when the devices were removed from the packaging or during preparation of the devices prior to use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.